Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2015 and (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: b3 (date of event) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2015 and (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of 3dmax mesh. Per op notes, "a medium 3dmax mesh was placed to the abdominal wall using tacks." (B)(6) 2020 - patient was diagnosed with recurrent right inguinal hernia, left inguinodynia with mass, folded left inguinal mesh thereby underwent repair with removal of left inguinal mesh. Per op notes, "attention to the right side, a synthetic mesh was placed. Then the attention to the left side, the previous mesh appeared migrated and folded on itself in multiple locations. All folded mesh visible was excised."